Manufacturer narrative:
Reliability analysis inspected an opened/used enlite sensor and found that the needle separated from sensor. Reliability analysis was unable to confirm customer received sensor in the condition the claimed due to the customer returning a used sensor. The complaint was against the serter.

Event description:
Customer reported via phone call sensor anomaly. Customer advised the sensor base remained on the pedestal when the serter was pulled away from the pedestal. Customer advised the needle was stuck in the serter. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.